Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, there was a call service 054 alarm observed in the alarm history. The pump powered on properly with no alarms. During duration testing, a call service 088 alarm occurred causing the original complaint to be inadequately investigated. Unrelated to the original complaint, there was moisture damage found when the pump was opened. There was cs 088 alarm due to moisture damage. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.